Manufacturer narrative:
The freedom driver inadvertently went through the service process prior to the start of the complaint investigation; therefore, the root cause of the broken yoke on the freedom driver piston and cylinder assembly could not be determined. (B)(4) follow-up report .

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver is being evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. While performing a routine evaluation, a syncardia technician reported that the yoke on the freedom driver piston and cylinder assembly was broken.